Manufacturer narrative:
H6: investigation summary the complaint of "possible contamination " was received against instrument phoenix ap material number: (B)(4), serial number: (B)(6). Bd remote assistance found the tip was hitting the tubing, which was rectified with correct tubing placement. Instrument was found to be operational and released to the customer for regular use. This complaint is an unconfirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument ap0757 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were reviewed in form of log files and no instrumental errors were observed. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd phoenix¿ ap instrument was contaminated. There was no report of patient impact. The following information was provided by the initial reporter: possible contamination. Customer has been getting inconsistent results on their qc and suspected the ap may be the problem.

Event description:
It was reported that the bd phoenix¿ ap instrument was contaminated. There was no report of patient impact. The following information was provided by the initial reporter: possible contamination. Customer has been getting inconsistent results on their qc and suspected the ap may be the problem.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.